Event description:
It was reported by the customer that during use, the cs100 intra-aortic balloon pump (iabp) was indicating autofill error. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field- b4,g1 (contact person ¿ mfg site), g3, g6, h2. Corrected field- h6- component codes, investigation conclusions, h11.

Manufacturer narrative:
Updated fields -b3, b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse reported, unit indicating autofill error. Fse inspected system thoroughly, it has been found that k3 valve is operating intermittently. Checked with the another working purge assembly and found that purge assembly is defective & need to be replaced. The customer requested a temporary replacement of the purge assembly. A working unit from their stock was installed until the new spare part arrives. Quote will be sent to the customer for purge assembly. Customer has not yet purchased the declared spare part. Quote has been sent to the customer. Repair is still pending.